Event description:
Pump declared alarm 20 during load process, but blood glucose level did not exceed 500 mg/dl and was within range. Customer was unable to successfully load a cartridge, as the alarm recurred. Technical support decided to replace pump and instructed customer to use multiple daily injections (mdi) as backup therapy. Customer was guided on how to put pump into storage mode and return it using a pre-paid label.